Event description:
As reported by the user facility information by bbm sales organization in singapore: "overinfusion" customer statement: "event timeline reported by user (B)(6) 2022. 1551hrs: new bottle hung up. Dose 0.04mcg/kg/min. On (B)(6) 2022, 0446hrs: 41.9ml observed to be infused based on the pump display but physical bottle is empty. On (B)(6) 2022, 0446hrs: new bottle hung up. Dose 0.06mcg/kg/min. 0446 to 1010hrs: 17.2mls observed to be infused based on the pump display, but physical bottle is empty. New bottle hung - timing not specified. Total volume from 1010 to 1611hrs: 13.8mls. However, was prompted to change new bottle. Above timeline, only affected pump involved. After noticing the variant drip rate in the chamber, staff switched pump and no further fluctuates observed in the patient's bp. Additional patient information: fluctuating bp, requiring multiple dose change."

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The complaint is under evaluation. A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The device history files were read and analyzed. A space line was inserted and the infusion was started with a rate of 2,4 ml/h. During the infusion the rate was changed, several times. At 04:54 am the infusion was stopped. At this time, 41,54ml was infused. After a short stand-by the infusion was continued with a rate of 2,4 ml/h. At 10:07 am the infusion was stopped again. At this time, 60,84ml has been infused. The infusion was continued and the rate was changed, several times. At 05:05 pm the infusion was stopped and the line was extracted. At this time, 82,47 ml has been infused. No other abnormalities were found. A visual inspection was performed. No visible damage was found. A functional test was performed. The device passed the self-test. A space line was inserted, and the pump identified the line, and it could be selected from the menu. It was possible to put the pump in operation. In checking the downstream-sensor the electronic pressure cut-off and the mechanical pressure limitation of the device were tested, according to the requirements of the technical safety check. The device matched the required values and standards. All measured values were within our specification. A delivery accuracy measurement according to iec 60601-2-24 was arranged. Here a nominal flow rate of 100 ml/h was chosen. The assessed average deviation "a" of the second operating hour was measured and resulted in a value of -1,63%. (Accuracy of set delivery rate should be: ± 5 % according to iec/en 60601-2-24). The device matched the required values and standards. All measured values were within our specification. To investigate the inside of the device, only the upper housing was removed. No damage or soiling could be found. The complaint could not be confirmed. Summing up all tests, the infusomat space operated within our specification. No product deviation. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.